Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment. Block h10: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of clip premature deployment. Based on the returned device, it was found that the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. According to the evidence, it is possible that the entrapment of the clip and the bushing could have been caused by operational factors, such as activating the clip assembly and the trying to open it after the first activation, then a soft deployment could be caused. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. And this entrapment also, contributed to the deformation found on the clip assembly. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the tech rotated the clip, and it caught on some tissue, it was then closed and subsequently deployed prematurely with no additional action by the tech. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the clip assembly stuck into the bushing. Please refer to block h10 for full investigation details.